Manufacturer narrative:
Information is unavailable; device was not returned for eval.

Event description:
The customer reports that during a lap appendectomy procedure, the blue insert came off and fell into the pt. They went in got it out without any pt consequence. No device will be returned.